Event description:
It was reported that the demo dci-dc3 spco/spmet, rev. L sensors were reading 5-9% spco (on two subjects) as compared to 0% on previous version j and 0% on dcip-dc3, rev. L, no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. The device history record (DHR) was performed for this lot. It was determined that the device met all release criteria. Model # was updated from 23954 to 24089. Lot # was updated from 4h055 to a14h806.